Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes the lead was capped and replaced due to oversensing.

Event description:
It was reported that vf episodes were inappropriately diagnosed. A return to sinus occurred before therapy could be delivered; noise was observed. Lead replacement was discussed. The physician opted not to change out the lead. The patient will be re-evaluated at the next follow-up.